Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while doing the vein harvesting the tip of the hemopro broke into pieces. Harvester was able to take the pieces out of the patient and put them in a container. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed to be on the harvesting tool handle. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was detached from the base of the jaw. The detached silicon was able to be retrieved from the patients body . Based on the return condition of the device and the evaluation results, the reported failure "peeled insulation" is confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while doing the vein harvesting the tip of the hemopro broke into pieces. Harvester was able to take the pieces out of the patient and put them in a container. A replacement device was used to complete the procedure. The hospital did not report any patient effects.